Manufacturer narrative:
This ipg serial number is included in a field advisories: 1627487-12192011-003-r, 1627487-07262012-002-r . The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable, after attempts were made to try and communicate to the device by company representative. As a result, the patient's ipg was explanted and replaced with a different model, which addressed the issue.